Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a glaucoma filtration device (gfd) implant procedure, the tip of the gfd was bent when implanting. He/she stopped releasing the gfd from the delivery system and pulled it out as it was. The surgery was canceled. Additional information was provided indicating at the time the device was inserted the surgeon felt something wrong. The device tip was found to be bent so it was replaced. The surgery was completed with another gfd without further issue. There were no issues with the patient.

Manufacturer narrative:
Evaluation summary: the sample was returned in an open secondary package. The shunt was loaded on the delivery system (eds). The eds wire tip was bent aside. The was eds returned in a cradle. The eds wire was straight and intact. When disassembling the shunt from the eds wire, the tip of the eds wire was bent and deformed with multiple residues on the wire and cannula. The cannula opening was damaged and scratched. The shunt had multiple scratches, damages and residues all over its body and disk. The qa sample was opened for comparison and verification as part of the investigation. The qa sample is representative of the entire batch. The comparison between two samples confirms the received complaint sample had undergone user handling. As part of investigation, the sample was taken to a scanning electron microscope (sem) test to identify the damages and residues found on the shunt surface: the entire shunt had multiple residues of red blood cells (their shape, diameter and chemical composition were consistent with the typical red blood cells size data). The device history record (DHR) was reviewed and no abnormalities were found. The product was released according to release criteria. There are no additional complaints for this lot. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. The root cause is use error since in order for a shunt to be released a trigger should be pressed. The sample was returned with the straight and intact eds and the trigger was not pressed. The shunt was loaded on the eds wire and was not released in accordance with its functionality when performing the implantation. The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a glaucoma filtration device (gfd) implant procedure, the tip of the gfd was bent when implanting. He/she stopped releasing the gfd from the delivery system and pulled it out as it was. The surgery was canceled. Additional information has been requested.